Event description:
Revision of acetabular components of a hip-tep. Doi: unknown, dor: (B)(6) 2022, unknown side.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. The investigation could not verify or draw any conclusions about the root cause of the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: bfarm DHR review request: product description: corail2 std size 9. Product code: 3l92509. Lot number: 3269913. Please provide: 1) quantity manufactured: 12 parts. 2) date of manufacture: 24-mar-2011. 3) any anomalies or deviations identified in DHR: no. 4) expiry date: 02/2016. 5) IFU reference: w90942 IFU corail ii hip stem. Device history review: a manufacturing record evaluation was performed for the finished device (3l92509/corail2 std size 9) product and lot numbers, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (The concomitant products were updated from unknown to known products and removed date of explant since the device was not removed).

Event description:
Additional information received: a. Was there any adverse consequence/s to the patient that led to the revision surgery? Yes, pain when bending. B. Was there a surgical delay? If yes, what is the duration of the delay? No c. What is the affected side? Right side.